Event description:
It was reported that the right atrial lead exhibited high capture thresholds and high impedance. It was discovered that the lead was fractured. The lead was explanted and replaced. The patient was in stable condition.